Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an initial fill estimate of over 240 units (+240) after filling a cartridge with 300 units. However, approximately 1 hour later, the insulin gauge decreased to a fill estimate of 180 units. Blood glucose level was 140 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.